Event description:
Patient experienced pain due to cysts in the areas surrounding the ankle. The physician went in and removed the cysts and cleaned things up. There was a stryker screw that was removed from the medial mallioli and a stryker ankle plate and 3 screws were put in. The old poly size 10 was pulled out and replaced with a new size 13 to provide better stability and movement of the ankle.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.